Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case the reason for the permanent pacemaker implant was unknown, and a conclusive cause could not be determined from the information available. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve a permanent pacemaker was implanted due to an unspecified reason. No additional adverse patient effects were reported.